Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device experienced some delays with both the biometric identification device and the software. A technical support specialist disabled netbios and found from the device log that multiple fingerprint scanner failure while reverifying user seem to be a physical issue with the biometric identification scanner. A technical support specialist network speed on your network to reach the active directory server hosted by the hospital information technology. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system, experienced some delays with both the biometric identification device and the software, preventing the users from accessing medications. The nurse reported that the biometric identification device was taking about 15 seconds to register the user's fingerprint, and the software was also lagging when administering medications. The customer stated that they have tried restarting the device, but still the issue persists. There were no adverse events or injuries reported based on this event.